Event description:
It was reported that post-operatively, the patient developed pain. Imaging studies showed the patient had developed uncontrolled bone growth and nerve impingement at the site of implant. No further information was provided.

Event description:
It was reported that the patient underwent an unknown surgery involving rhbmp-2/acs and peek cages on (B)(6) 2011. A revision surgery took place on (B)(6) 2012, where rhbmp-2/acs was used again. It was reported that patient suffered unspecified injuries. No further information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).